Manufacturer narrative:
Conclusion: potential factors that can influence a dislodged valve/positioning difficulties include tension applied on the delivery catheter system during positioning, calcification levels in the native vessel and compliance of the aorta and native vessels. Based on the information available, it is unknown if during the retrieval of the delivery catheter system, the capsule was completely closed or not to the end of the plunger tip. If the capsule was not closed all the way, and therefore was not supporting the tip and allowing for a gap between the tip and the capsule, the tip could have snagged on the valve during delivery catheter system retrieval. A conclusive cause of the dislodgement/positioning difficulties could not be determined from the limited information available.

Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. (B)(4).

Event description:
Medtronic received information that this transcatheter bioprosthetic valve dislodged following deployment when the delivery catheter system (dcs) nose cone became caught on the bottom edge of the valve as the dcs was being withdrawn. The valve was snared and moved above the acinotubular junction. Following the successful implant of a second valve, the patient exhibited bradycardia and complete heart block. A separate report has been filed for that device complaint. No subsequent adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.